Manufacturer narrative:
Block h6: medical device problem code a150103 captures the reportable event of bands premature deployment. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Additional information: b5 (describe event or problem) and b7 (other relevant history)

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the colon during a ligation banding procedure performed on (B)(6), 2021. During the procedure, the bander was releasing multiple bands. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. **additional information received on (B)(6), 2021** it was reported to boston scientific corporation that the correct anatomy location was in the esophagus.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the colon during a ligation banding procedure performed on (B)(6) 2021. During the procedure, the bander was releasing multiple bands. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.